Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent iliac stent graft was intended to be used in the endovascular treatment of an ulcer. It was reported that there was a suspected deviation in the quality of this product, and as issue associated with a leak. The cause of the event is unknown. No additional clinical sequelae were reported, and the patient is fine.